Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer received with no delivery alarm. The blood glucose was unknown at the time of the incident. He did not have an extra set or reservoir with him so he administered shots with pens. The insulin pump will not be returned for analysis.